Event description:
It was reported that during a lap sleeve gastrectomy procedure, second firing green buttressing. The device was fired and six more time. After removed the remen side the remend was leaking. Unformed.

Manufacturer narrative:
(B)(4). The analysis results showed that eight ecr60g cartridge reloads were received. The reloads were received in good visual condition and fully fired. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. No functional test could be performed due to the condition of the reloads. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. It is believed based on the photographic evidence that this complication was potentially caused by the inner sled rail hitting one of the staple cartridge internal towers damaging the sled rail enough to prevent the associated double staple drivers from being lifted preventing proper staple deployment. In my opinion no user error contributed to the complication experienced.